Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and it functioned normally with a system trainer and a 40 cc balloon attached. In system diagnostics, the fse ran the compressor output test for 30 minutes with no failure on the pressure regulator check. All autofill tests were performed with no failures. There were no alarms in the logs indicating an augmentation error. The only log recorded was (B)(6) 2018, which was an iab disconnect alarm. It is unclear if any first line troubleshooting was performed by the customer. The iabp unit passed all functional, safety, and electrical tests to factory specifications. The unit was cleared for clinical use and returned to the customer.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) augmentation was not functioning. The iabp displayed an augmentation alarm and an iab disconnect alarm. It was not confirmed whether the iab catheter was fully seated in the catheter port. No patient harm or adverse event was reported.